Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was partially fired. Staple pushers were visible at the 1cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, the load stapled the fabric in half. Reinforcement suture and closure of the other half were performed. There was no patient injury reported.